Event description:
The customer reported to olympus the light source had a connector with a damaged outer plastic ring that was identified during preparation for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the damage was observed on the outer plastic ring of the connector. Additionally, the evaluation found the following non-reportable malfunction(s): broken front panel, faulty scope socket due to b30 error; and non-olympus lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. The event can be prevented by following the instructions for use which state: [warning] non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.